Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer had changed their cartridge and infusion set prior to contacting tandem technical support. The customer successfully delivered the remainder of the bolus. The customer declined troubleshooting with tandem technical support to determine a possible cause of the occlusion and stated that they believe that these occlusion alarms are false occlusions caused by the pump being too sensitive. The customer¿s blood glucose (bg) level was not impacted.